Event description:
Surgeon performed a labrum repair on a male. Pt started to complain of pain approx 2 months post op. A revision arthroscopy revealed, posteriorly one anchor was proud, but had pulled out partially causing erosion to humeral head. A second one pulled out its tunnel when being checked for security. This device is used for treatment.

Manufacturer narrative:
The implant was not returned and the lot number is unk. Device history could not be reviewed and manufacturing date not determined. The cause of this event could not be determined from the info available. This is the first complaint of this nature involving this product type.